Event description:
The customer contacted stryker to report that their device would not deliver shock, when attempted. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. The cause of the reported issue is determined to be the white energy capacitor wire disconnected from the j18 spade connector. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not deliver shock, when attempted. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.